Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. The continuity testing passed, indicating conductors are intact. The helix difficulty allegation was confirmed based on the observation of a deformed helix..

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as the physician could not extend the screw in or outside of the patient. The electrode end was reported to show a physical damage. This lead was successfully replaced. The lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. If upon the completion of the device analysis any pertinent information is provided, a supplemental report will be created.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted as the physician could not extend the screw in or outside of the patient. The electrode end was reported to show a physical damage. This lead was successfully replaced. No adverse patient effects were reported.